Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if availablethe investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported camera is showing error code e226 during a inspection for use procedure involving an olympus video system center. There was no patient injury reported.